Event description:
The customer went to the dr due to concern over high-blood glucose results. She states that the dr's device read 352mg/dl and her device read 129mg/dl. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.